Manufacturer narrative:
Voluntary medwatch received mw5154833.

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited high thresholds and rising impedance post-generator change. No additional information was provided.